Event description:
It was reported that the system would not start up (no boot). This resulted in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable ane lemo connector were replaced during the service call. The system was tested and found to be working as intended and put back into service. The system was tested, found to be working as intended and put back into service.